Event description:
A nasogastric tube was inadvertently placed into the pt's trachea, resulting in pneumothorax and pulmonary artery perforation. The nurse performing the procedure states that the pt was in an upright position and had no respiratory distress during the procedure. Blood was noted on the guidewire. (Two nurses witnessed the procedure and also reported that the pt was in no apparent distress.) A subsequent chest x-ray was positive for pneumothorax. Forty-five minutes later, a chest tube was inserted. This pt has been losing several hundred cc's of blood per shift through the chest tube.